Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking. They continued to use to complete the procedure. There was no patient impact. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis additonal information:(B)(4)